Event description:
A report was received that the patient was having an allergic reaction to the implant. The patient's symptoms were blisters on the skin and swelling of the lip and tongue. The patient was prescribed prednisone. The allergic reaction has cleared and the patient is feeling better.

Manufacturer narrative:
This is the final report.